Event description:
It was reported that the tubing leading to the balloon of the artificial urinary sphincter (aus) device was repositioned because it was causing the patient discomfort and pain in the lower left groin. The surgeon made an incision and buried the tubing further under layers of facia as the tubing was almost out of the patients skin in the left groin area. The surgical site was then washed out with antibiotics.